Event description:
The customer obtained biased phyt patient results on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this even.

Manufacturer narrative:
Investigation into this event found that the vitros 5,1 was operating as intended. The root cause was determined to be user error as the customer was diluting samples within the reportable range of the vitros phyt assay and was not using the manufacturer's recommended diluent.